Event description:
It was reported that the delivery system was loose and the inner seal of the hub came out. Troubleshooting was performed. The delivery system was removed. No patient complications have been reported as a result of this event.